Manufacturer narrative:
Corrections have been done to d1 (brand name) and b5 (skin overgrowth was reported to be around the abutment). This report is submitted on july 09, 2021.

Manufacturer narrative:
This report is submitted on may 28, 2021.

Event description:
Per the clinic, the patient experienced skin irritation and overgrowth around the implant which was treated with oral and topical antibiotics (date and duration not reported). Subsequently, the patient underwent skin revision surgery on (B)(6) 2021 to thin the skin around the abutment.